Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Proper user instructions are addressed in the homechoice and homechoice pro apd systems patient at-home guide¿, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer contacted global technical services (gts) requesting assistance on the home choice (hc) machine. The home patient (hp) was connected at the end of therapy. The home choice displayed "turn me off." The home patient (hp) stated they turned the hc machine off in order to go to the bathroom. The home patient disconnected. Thus, the home patient failed to follow proper temporary disconnect protocol. When the home patient (hp) came back from the bathroom, the hp turned the power back on and reconnected. The home patient (hp) went through the end of therapy procedure by accident. The technical service representative (tsr) advised the home patient (hp) to discard their current supplies. The technical service representative (tsr) explained to the home patient (hp) to start over with new supplies or to finish with manual supplies. The home choice (hc) was operational and a swap of the device was not necessary. There was no serious injury or medical intervention reported.